Event description:
Patient reported infusion device displaying "2.01" and three dashes on the display. She stated that she replaced the power pack and the device functioned properly. Patient indicated that the power pack had been in use for 3 days prior to the incident. Her total daily insulin intake was 46 units. She did not report any physiological effects associated with this issue. No medical assistance was reported. Product was requested to be returned for eval.